Event description:
Same case as manufacturer's #: 6000089-2004-01243. It was reported that during a coronary drug eluting stenting treatment the shaft was noted to be fractured. The physician was attempting to advance a taxus express2 8.8% 3.00 x 16 mm drug eluting stent, when it was noted that the shaft of the delivery device was fractured. The same problem occurred with a taxus express2 8.8% 2.50 x 20 mm drug eluting stent. The procedure was subsequently completed with another of the same device. No pt injuries or complications were reported.